Event description:
6f starclose was flushed and prepped. A guide wire was advanced and sheath was exchanged for starclose sheath. Guidewire and dilator were pulled out and starclose was inserted. Top button was clicked down and trigger was advanced splitting the sheath, but the clip on the starclose was not deploying. Tried several times to get the device to deploy by dr sample. System was abandoned and manual pressure was held until hemostasis.